Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 99 mg/dl and the sensor glucose was 56 mg/dl at the time of the incident. Customer stated she only calibrates her sensor when she is stable and this happens around the 3rd day of using a sensor. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer was advised to use the calibration factor, as the issue was most likely due to the sensor not probably situated. Customer was taught how to use the calibration factor. The sensor will not be returned for analysis.